Manufacturer narrative:
Upon return and analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. The helix was extended and dried blood was noted in the helix housing. Laboratory analysis confirmed a failure of the helix mechanism most likely due to dried blood.

Event description:
Boston scientific received information that later in the day after the procedure in the morning, it was noted that this lead had dislodged. A repositioning procedure was performed, but the helix of this lead was not moving. A new lead was implanted successfully. This lead will be returned for analysis. No adverse patient effects were reported.